Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a successful reprogramming session, the patient had lost pain relief gradually. It was noted that the patients paddle lead was fractured. No further course of action will be taken at this time.